Manufacturer narrative:
The device was returned and the following were found during the evaluation; tear marks inside channel of the foceps passage; control knob had a movement and play; distal end plastic cover had scratches and dents, objective lens had a tiny chip around the glue area; and bending section cover or distal sheath rubber glue had discoloration on both sides. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the gastrointestinal videoscope had a foreign material exiting from the channel. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigations, the suggested event was not confirmed, and the root cause could not be identified. Customer stated that the clip found was most likely a hemostatic clip used in a procedure, which tip was detached from its sheath. The user likely suctioned via biopsy channel to retrieve the separated clip, which was against instructions for use (IFU). As a result, the clip was seemingly stuck in the channel. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU) which warns on suctioning solid object that may cause clogging in suction channel and suction valve: operation manual, 4.2 insertion. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.